Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to a faulty ac power adapter cable. The device could not switch to ac power and the batteries were not being charged so they were depleted. Physio removed the faulty cable from use and is replacing the ac power adapter cable with a new one. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powers itself off when using ac power and/or batteries. There was no patient use associated with the reported issue.